Event description:
It was reported that customer received a faulty sensor. It is reported that green light on transmitter was not flashing and that needle from the sensor may have broken off into customer's body. It was requested that sensor be returned for analysis to determine if electrode was missing from sensor or if electrode was stuck inside of needle canal. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.